Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. A tactile evaluation was performed to identify any protuberance, malformation or anything that would have contributed to the reaction that the patient experienced. No manufacturing deficiencies were found. All pads had a soft surface, water channels were found to have a good finish, all edges presented with an adequate trim and no protuberances were found. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the product met specifications. The instructions for use state the following: ¿do not place arcticgel¿ pads on skin that has signs of ulcerations, burns, hives or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Do not place bean bags or other firm positioning devices under the arcticgel¿ pads. Do not place any positioning devices under the pad manifolds or patient lines.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient was treated with cavilon spray after the pads were removed. The patient is stable and the lesion has completely healed. The procedure with completed with the same set of pads that were initially used on the lower limbs. It was reported that the hydrogel was missing from the pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 30 hours in contact on the dorsal region of the patient's skin, the skin presented hyperemia under the hydrogel plates, and therapy was discontinued. The patient presented a bullous lesion in the cervical region after using the film tegaderm with chlorhexidine.